Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose values ranging from mid 300mg/dl to 600mg/dl, with moderate ketones, polydipsia, polyuria, drowsiness and rapid deep breathing. Patient sought advice from the hcp via phone, and self-treated with insulin injections and food/drink. During troubleshooting, customer support found that the pump was not delivering the basal rate as programmed: basal history does not match active basal program. Patient discontinued pump use. This complaint is being reported as the delivery issue was not resolved, and the patient experienced hyperglycemia.